Event description:
Same case as MFR:2134265-2015-04568. It was reported that during an atherectomy treatment procedure, the device became stuck the guidewire. Vascular access was obtained via the right common femoral artery. The non-tortuous lesion was located in the left external iliac, common femoral artery, superficial femoral artery and the popliteal. This 2.1mm jetstream catheter and a .035/260 magic torque guide wire were selected; however, during the procedure, the jetstream became stuck on the guidewire. The catheter and guidewire were removed from the patient. The lesion was rewired and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).